Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "internal comm failure- 1475," "internal comm failure- 1471", "internal comm failure- 1173" and "internal comm fault 3470" were observed during review of device data logs. However, the device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The customer's report of "intermittent power" was not replicated or confirmed. The main li-ion battery and power interface module (pim) board were replaced as a pre-caution. The device was recertified and returned to the customer. The power supply used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and displayed "internal comm failure - 1475", "internal comm failure-1471", "internal comm failure - 1173", and "internal comm fault - 3470" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.